Event description:
It was reported that during implant attempt, the device had an issue with the set screw. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.